Event description:
A user facility clinical manager reported that a dialyzer blood leak occurred immediately after the initiation of the patient¿s hemodialysis (hd) treatment. The leak was visually observed by the hdrn, it was reported that the red hansen lines were pink. The machine, a fresenius 2008t machine, did not alarm in response to the reported event as the leak was observed prior to reaching the blood leak detector. The machine was removed from service and isolated for testing. Blood leak test strips were not used as the leak was visually observed. The patient¿s estimated blood loss (ebl) was approximately 100 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager reported that a dialyzer blood leak occurred immediately after the initiation of the patient¿s hemodialysis (hd) treatment. The leak was visually observed by the hdrn, it was reported that the red hansen lines were pink. The machine, a fresenius 2008t machine, did not alarm in response to the reported event as the leak was observed prior to reaching the blood leak detector. The machine was removed from service and isolated for testing. Blood leak test strips were not used as the leak was visually observed. The patient¿s estimated blood loss (ebl) was approximately 100 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: the customer returned one dialyzer without the pre-packaging pouch from the reported lot number for evaluation. The corporate sample return kit blood port and adapter caps were attached. During a gross visual examination, a delamination was identified on the non-cavity ID end of the dialyzer. The delamination extended from approximately 320° to 70°, with the dialysate ports situated at 0°. There was no other damage or irregularities noted on the sample. The sample was not subjected to a laboratory leak test as a delamination is known to affect the integrity of the dialyzer and cause a leak. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas vision systems, and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.